Event description:
It was reported that the cvc was inserted in the right internal jugular vein. The night in the general dept, the insertion site was a little wet. The nurse thought it may be sweat, so didn't pay much attention to it. On the second day, liquid exudation was found on the transparent extension tube when the nutrition solution infused so the doctor removed and replaced the catheter with the new catheter. There was no reported delay, death, or complications to the pt as a result of this occurrence. The (B)(6) female pt had no adverse effect.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.